Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent was deployed in the proximal end of the sheath. There were no anomalies noted to the stent delivery wire (sdw) or distal tip of the sheath. During functional test, the stent was deployed out of the introducer sheath fully without difficulty and there were no anomalies noted to the stent. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed. No consequences to the patient were reported.